Event description:
It was reported a revision surgery due to dislocation. The dr via a daa approach went in via previous incision. Inspected the total hip, removed head and liner as per surgical technique.

Manufacturer narrative:
The associated r3 0 deg acetabular liner and oxinium femoral head were not returned for evaluation. Therefore, no product analysis could be performed. However, device details were provided. Thus, our investigation including the manufacturing records and complaint history review was conducted. The review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. The patient impact beyond the reported procedure and an expected brief rehabilitation phase cannot be determined. Without the return of the actual products involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.